Manufacturer narrative:
The problem was due to the optical fiber (fiber melt at the base). We are unaware about patient injury. The evaluation is in progress.

Event description:
The device has the following problem. "Fiber did not emit efficient energy causing the fiber to melt at the base". No adverse effects to patient were reported.